Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, there was foreign material on the bending section cover adhesive of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the bending section cover. It was not possible to identify the foreign matter. Due to the leakage in the electrical connector, the reprocessing process could not be completed, thus the foreign material remained in the bending rubber adhesive. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual of gf-uct180 chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.